Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. During the evaluation, the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issues. In addition of the above evaluation, the following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assy., stirring fan, flow sensor assembly, tubing kit, oxygen blender manifold, motor blower assembly, stirring fan foam, power cord. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded, which were not related to the malfunction/issue.